Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01us, expiration date: 28-oct-2022, serial#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Dev rtn to MFR? No. Mfg date: 03-may-2021. Labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced perforation and tamponade one hour after the procedure as confirmed on echocardiogram. It was further reported that a pericardiocentesis was performed with a volume of blood removed. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.